Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The user facility returned an evis exera iii colonovideoscope to the service center for maintenance. During a standard inspection and estimation of the returned device, it was observed that white foreign material was inside of the air/water cylinder and tube. The customer did not report any problems associated with the device and there was no patient user injury or harm reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction is being made to previously submitted g3 - date received by manufacturer which was not late. The correct date was 16/jul/2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material adhering/clogging in air /water (a/w) cylinder and a/w-channel was unable to be identified. Additionally, the foreign material may not have been removed because reprocessing could not be conducted properly due to a pinhole on distal sheath (a-rubber), water tightness is lost. The event can be detected/prevented by following the instructions for use (IFU) sections: IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.